Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes contacted support regarding a line blocked alarm on the pump. Prior to the call, the patient had already replaced the infusion set tubing. The patient was advised that when a line blocked alarm occurs, the infusion site should be changed first, the infusion line should be checked for air bubbles, and the cassette should be replaced last. At the time of the call, the cgm sensor was reading 310 mg/dl. The patient did not report symptoms requiring emergency medical services and had not checked for ketones; the patient was encouraged to discuss ketone monitoring with their healthcare provider. The patient reported visible air bubbles in the infusion set line and was guided through priming, which was completed successfully. Another line blocked alarm occurred, and the patient proceeded to change the infusion site, declining to remain on the line. The patient stated they had adequate supplies, and no further assistance was required. The event occurred during infusion and there was no patient injury. The issue was resolved.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 17-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection identified a bent cannula. Functional testing was performed, and no free flow was observed from the infusion site. The complainant¿s allegation was confirmed. The probable cause was determined to be the bent cannula.